Manufacturer narrative:
Based on the claim against the product by the customer noting charring between branches on the fenestrated bipolar forceps, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps was sharp-edged, charred between the branches. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: the instrument was checked before use. The insulation was charred between the branches and had a sharp edge. The instrument was not used on the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the instrument was checked before use. The insulation was charred between the branches and had a sharp edge. The instrument was not used on the patient. No photographs of the instrument or a video recording of the procedure are available to the isi for review. Patient demographics could not be released.